Manufacturer narrative:
Additional information: d4: updated device information. H4: updated the manufacturer date. Additional information: device noted to never touch the patient just prime on the cardiac catheterization laboratory (cath lab) table. The device was not utilized due to a sensor concern. This impella device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the other impella.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. No issue was found regarding the cause of the placement signal issue as returned product had no abnormalities. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
B1, h1: omitted adverse event and added product problem. Based on a review of the complaint record, the pump never touched the patient. D4: corrected the expiration date and UDI h6: added code e2403 and f2601, omitted codes e2343 and f1905.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a rp flex pump. The complainant reported that the placement signal continued to increase despite zeroing. A new pump was utilized without issues.